Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient. Device not returned.

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 7:37 a.m., the patient tested a sample on the meter, resulting as 4.2 inr. At 10:00 a.m., a sample from the patient was tested in the laboratory using stago reagent, resulting as 3.2 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or changes to medication based on the meter result. The patient is currently fine. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. When the patient prepared her finger with alcohol, the alcohol was not always completely dry before lancing her finger. The patient's meter has not been cleaned. The patient is anemic, but taking iron. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has not had any changes in coumadin dosage. The patient has had no changes in diet. The patient was on antibiotics for 5 days starting on (B)(6) 2018 and was using cough syrup. The patient has had no other illnesses or symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Retention test strips (lot 304974-23) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The patient's meter was returned for investigation. The returned meter was tested with retention test strips and retention controls. Testing results (qc range = 1.9 - 2.9 inr): qc 1: 2.4 inr , qc 2: 2.4 inr , qc 3: 2.4 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot/qc lot. All measurements were without error messages. The maximum difference between measurements was 0 %. No information was provided that would point to a cause for the result discrepancy.